Event description:
The complainant stated the audible alarms for the patient positioning monitor and brake not set cannot be heard and the safe view lights will not turn green even when all of the conditions are met.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.